Event description:
Ventricular oversensing was observed on the lead. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of oversensing was not confirmed. As received, a complete lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damages consistent with that occurring at time of procedure.